Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed the reset error test, the self test, and the displacement test with no error alarms. The device had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported a low battery alarm from the insulin pump. A new battery was installed. The customer reported an unexpected restart by the insulin pump after the battery was changed. The customer tried to clear the alarm but the buttons on the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.